Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged connector, service code 204) was confirmed. As received, the device produced service code 204. Upon evaluation, the trunk cable connector was cracked and the orange (pgnd) wire was open inside the trunk cable. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse events occurred as a result of the defective electrode belt.

Event description:
10/15/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that the connector on a patient's electrode belt was damaged and that the patient received a service code 204 (belt/monitor unusable).